Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 31 jan 2017. The incident sample has been requested but to date has not been received for evaluation. The lot number of the device is not known. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the rf detect sponges fall apart. The lot number is not available.